Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer regarding act celite cartridges that yielded a discrepant result of 529 on a patient. Date (B)(6) 2012: 1800, warfarin sodium, 5 mg per oral. 1800, insulin, sc sliding scale. Event date: (B)(6) 2012: time: medication: dosage: I-stat: comment: 0946, 114, baseline. 0958, heparin dsr IV, 3000 units. 1000, heparin dsr IV, 2000 units. 1001, heparin dsr IV, 3000 units. 1003, heparin dsr IV, 2200 units, p/hr (44ml/hr). 1020 heparin dsr IV 3000 units 1021, 206. 1037, 206. 1045, 206. 1054, 210. 1120, 287. 1148, - discontinued. 1158, 275. 1411, *179. 1517, *529. 30 min later, *149. *saline is running on the line before draw, dc and 10 cc waste from sheath and then pull the blood (plain syringe). Customer states that the same nurse ran all three draws and no heparin was administered during the time from the first draw and the syringes have been confirmed that they are plain syringes with no additive. Based on the information at this time there were no injuries reported. Based on the information available there is no reason to believe a malfunction exists. Retains testing is complete and there were no deficiencies. The complete investigation is pending. There is reason to believe that the result of 529 at 15:17 may have been contaminated; however, this is not confirmed at this time.

Manufacturer narrative:
(B)(4). The investigation was completed on 01/10/2013. No deficiency was identified and the cartridges are functioning according to specification.

Manufacturer narrative:
Apoc incident #(B)(6).